Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. After the alarms, the customer disconnected from the infusion set site and was able to deliver a bolus of insulin. The customer reconnected and resumed insulin delivery. There was no reported impact to the customer's blood glucose level. The customer reverted to using a back-up pump to manage diabetes.